Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and suspects an issue with the associated right ventricular (rv) lead. The boston scientific sales representative stated no further testing was performed and the system remains implanted at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been lost to follow up and device interrogation noted battery capacity was depleted and a fault code (fc) 1004 and 1007 were detected. The patient does remember receiving two shocks but stated that he did not follow up with his clinic at that time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory verified that the device had fault codes of 1004 and 1007 stored in the device memory. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Microscopic visual inspection confirmed damage to internal circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Manufacturer narrative:
A revision procedure was performed and lead testing was performed which did not produce any impedance issues. A boston scientific technical services consultant informed the caller that impedance testing would not reveal a shorted condition and lead replacement was recommended. The device was explanted and returned. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.